Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call battery out limit alarm and blank display. Customer advised they replaced the insulin pump with a new battery and received the battery out limit alarm. Customer advised the device worked for a little over a day and then gave a blank display. Troubleshooting for blank display was performed. Customer was advised a replacement battery cap will be sent out. Customer was advised to revert to a backup plan until the replacement battery cap arrives.